Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump shut off. The customer reported an elevated blood glucose (bg) level of 390 (mg/dl) and administered an injection to stabilize bg level. During troubleshooting with tandem technical support, the customer was instructed to charge the pump for one hour. Follow up with the customer determined the pump was able to be turned on. Review of the pump data confirmed that prior to the shut down, low power alerts and a low power alarm had occurred and had not been addressed by charging the device.